Manufacturer narrative:
Hamilton medical ag has received the photos of the device. Water autofeed mechanism defect leads to water level high alarm. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "h900 device has max alarm. I checked & found defective of auto fill water in chamber.a fter exchanged with a new chamber from our stock, h900 device can use normally." No patient was involved.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this case was investigated and deemed non-reportable.

Event description:
Hamilton medical ag received the following event description: "h900 device has max alarm. I checked & found defective of auto fill water in chamber.after exchanged with a new chamber from our stock,h900 device can use normally." No patient was involved.